Event description:
A us distributor reported that a patient was experiencing adjust belt/check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/check therapy electrodes) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to an damaged black pulse wire in the trunk cable. The root cause for the cut wire could not be positively identified. No adverse event resulted from the damaged belt.